Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and leak tested. The kink resistant tubing (krt) presented a hole from wear. The cylinder had buckling folds in the middle of the cylinder and wear at fold in the proximal end and distal end of the cylinder. This cylinder did not pass the leakage testing. The unused cylinder passed visual inspection and leakage test. The momentary squeeze (ms) pump was microscopically inspected, and tubing was cut down to the pump block; the tubing was not returned for analysis. The ms pump did not pass activation tests but passed leakage testing. Based on the information available, the cylinder not passing the leakage testing could contribute to the reported observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.